Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date of index (c-section) surgical procedure? (B)(6) 2021. Longitudinal or transverse abdominal incisions? Transverse. On what tissue was the suture used? Fascia. What instruments or needle holders were used in this procedure to handle the suture? Needle holder. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes according to IFU. Were two reverse stitches performed across the incision prior to closure? Yes according to IFU. Did the surgeon take at least one pass of the suture in a direction away from the incision and then changed directions to lock the fixation tab in place? Please specify. Yes according to IFU. Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? According to the surgeon no. Please clarify what does it mean that ¿suture was loose¿. The suture unraveled and free from the tissue but not torn. Was the re-suturing performed during the re-operation? If yes, what was used for re-suturing? Yes, regular sutures pds. What is the patient¿s current status? In recovery in obstetrics department. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the ¿fascia was open¿? Please describe the appearance of the barbed suture during a re-operation? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? (B)(4).

Event description:
It was reported that the patient underwent a c-section with transverse incisions on (B)(6) 2021 and the barbed suture was used on fascia. On (B)(6) 2021 the patient returned with open fascia. While repairing the abdominal closure, it was noticed that the barbed suture was loose, unraveled, and free from the tissue but not torn. The fixation tab was connected to the suture. Currently, the patient is in recovery in obstetrics department. Additional information has been requested.